Event description:
A physician reported a pt who was treated on 18 september 1997 in the nasolabial folds and oral commissures. On 19 september 1997, the pt noticed a dark bruise in the right nasolabial fold. On 20 september 1997, the bruised area began to ooze fluid. The pt applied polysporin topically to the affected area. On 23 september, the physician noted a bruise about 1cm in diameter at the right nasolabial fold. He diagnosed a hypersensitivity to collagen, administered intralesional celestone, and prescribed topical bactroban, oral prednisone and erythromycin.